Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery (cfa) using a proglide device after a diagnostic procedure. Reportedly, during removal of the plunger and needles from the body of the device the suture snapped/broke. The device was removed from the patient groin and another proglide was used successfully to achieve hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. A suture break can occur due to a number of factors including, but not limited to manufacturing, user technique or patient anatomical conditions. During manufacturing, suture strength is tested, assembled and loaded into the device and a sampling of finished devices is destructively tested to verify the functionality of the device. Suture may break if the user applies too much tension while pulling on the limb suture. No relevant patient anatomical conditions or information about user technique was provided. A conclusive cause to the reported suture break during plunger retraction could not be determined. A review of the lot history record did not reveal any relevant nonconforming material records associated with this lot. A query of the complaint handling database revealed no other incidents reported for a suture break. Based on the review of the manufacturing records and complaint database there does not appear to be an indication of a product quality deficiency.